Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2012. (B)(4).

Event description:
It was reported that there was high atrial thresholds and that since implant the thresholds had continued to rise. The lead was extracted and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned, analyzed and the analysis revealed that no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.